Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application was not sounding high alerts. No additional patient or event information is available. Data was provided for evaluation. The reported g5 mobile application not sounding high alerts. Was not confirmed via data. A root cause could not be determined.